Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no power and the screen was blank. Customer has tried two new batteries but "it" did not work. "The customer¿s blood glucose level was 268 mg/dl at the time of the incident. The customer treated by taking a correction bolus." Customer also received a low reservoir alert. Customer stated the insulin pump would turn off randomly. The customer was assisted with troubleshooting and mentioned that there was a crack at the battery compartment. "The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will" be returned for analysis.